Event description:
It was reported that during a da vinci si myomectomy procedure, the customer reported that a cable snapped on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken grip cable. The grip cable was found to be broken and it stuck out at the wrist. The idler pulley exhibited rim damage. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.